Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. A visual examination of the balloon catheter confirmed a crack in the catheter 68 cm from the balloon tip. There were kinks in the catheter at 98 cm and 103 cm from the tip of the balloon. It was confirmed that no section of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determined a cause. A possible contributing factor to resistance in advancement through the accessory channel is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during advancement into the endoscope accessory channel. The instructions for use contain the following warning: "do not advance the balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be re-attempted." Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(4) 2012, the following info was provided to cook endoscopy: an attempt was made to advance the hercules 3 stage wireguided balloon down the endoscope with much difficulty; it would not advance. The balloon was removed and another balloon was used to complete the procedure. This info did not reasonably suggest a reportable event had occurred. On (B)(4) 2012, the device was returned for eval. Upon eval, we confirmed the catheter is cracked. This type of occurrence has been established as a reportable event. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.